Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue tip) and the main body of the minicap transfer set. This occurred after treatment of peritoneal dialysis therapy. The transfer set tip was still connected to the cassette tubing. The pd nurse advised the patient to clamp off at the transfer set and the cassette tubing. The transfer set had been in use for approximately one week and alcavis or solvents were not used on the set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted the dark blue female connector was separated from the light blue main body of the twist clamp. Functional tests including leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.